Event description:
Report received from the USA stating that during a cervical fusion surgery the device "experienced low power and then stopped working." The surgery was delayed for 15 minutes. A spare device was used for surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent.